Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Box 5. 510(k).

Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 23.0, 41.0, and 76.0 cm from the hub. The distal tip was ovalized in multiple locations. The cat8 was bent along its length. Conclusions: evaluation of the returned device revealed the distal tip was ovalized in multiple locations. The wide ovalized on the distal tip was likely due to a pinching or gripping force while handling the device. If an attempt is made to advance a damaged device into a parent vessel, resistance may be experienced. Upon successfully advancing into the second non-penumbra sheath, the distal ovalizations likely contributed to the inability to aspirate through the cat8. Further evaluation revealed kinks and bends along the length of the cat8 shaft. These damages were likely incidental and a result of the return condition of the device. The non-penumbra sheaths mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician attempted to advance the cat8 through a non-penumbra sheath, however was unable to. The physician therefore removed the cat8 and the sheath, and inserted a new non-penumbra sheath. The physician was then able to advance the cat8 into the target location, but found that the cat8 was unable to aspirate; therefore, the cat8 was removed. The procedure was completed using an indigo system aspiration catheter 6 (cat6) and the same non-penumbra sheath. There was no report of an adverse effect to the patient.